Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service technician went onsite and evaluated the device. Device passed pre-checks. Inspected ventilator to loose cable that could cause screen to go blank. Found ribbon cable coming from main printed circuit board to be loose. Secured connection. Performed oxygen calibration and blender verification. Oxygen specifications passed. Allowed ventilator to run for approximately 2 hours without screen issue. Owner verification process performed. Device operates to manufacturer specification. Field service technician returned the next day and replaced coin cell. Recompleted blender verification for good measure. Oxygen steady and accurate at all check points. Owner verification performed. Allowed device to run for 1.5 hours longer. Still no issues. Device operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported screen goes blank during use on a patient on the vela ventilator. The customer reported the patient was transferred to another ventilator. The customer confirmed there was no patient harm associated with the reported event.